Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. At an unspecified time, the option-lok male adapter of the extension set was connected to the female adapter of the needleless valve connector connected to the pt's central venous access device for the delivery of an unspecified medication, at an unspecified rate, via a plum pump. At an unspecified time, it was reported that the nurse attempted to disconnect the option-lok male from the needless valve connector. At this time, it was reported that the distal tip of the option-lok male adapter of the extension tubing set broke off and a piece remained lodged inside the needless valve connector. The tubing set and needless valve adapter were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No med interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.